Event description:
It was reported that the ventilator failed to boot up and its screen was not bright. No patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was reported to not start when turned on. Our service technician on site confirmed there was an issue with the ac/dc converter pcb. The device was repaired by the customer. No parts were returned and no device logs were available for evaluation. Since no parts or logs are available, the root cause cannot be determined.

Event description:
Manufacturer ref # (B)(4).